Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s; serial# (B)(6); product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported that the patient's stimulator is not working like it is supposed to and when recharging the implantable neurostimulator (ins) the patient will feel like it is burning. Caller stated that the stimulator was not working as the controller was not able to recharge the ins as intended. Agent sent a request to the repair department to replace the recharger.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt).it was reported that the burning sensation was from recharger. The circums tances that led to the issue is device not charging. Replacement device was sent out and the issue has been resolved. Patient also mentioned weight as 216lbs

Event description:
Additional information was received from the patient stating that the burning sensation was from both implantable neurostimulator (ins) and recharger. Patient said that circumstances that led to the issue was it would not let him charge the battery until he got new recharger. Patient said he called medtronic it would change had burning feel and it hurt. Patient said that recharger was replaced next day and issue is resolved now. Patient also mentioned weight as 122 lbs.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6), product type recharger analysis of the [recharger], model [97755-s], s/n [(B)(6)] found complaint unverified - never got hot after 10 mins. Found no issues with finding or charging ins. No anomalies were visually observed. Passed final functional test. B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.